Event description:
Pt received electric shock from device. The blood pressure cuff started to inflate with the cable across pt's chest. She began to scream and pulled the cable off her chest. No physical evidence of electric shock.